Event description:
The customer reported that after pipetting an htlv I/ii plate on summit, it was observed that low sample was delivered too wells f5 and f7. No error was generated. No death or serious injury was associated with this incident.